Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed machinery was not powered on. After reviewed the log file the fse confirmed that ethernet switch was defective. The fse replaced the switch. After replaced the switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was partly down, restart did not resolve the issue. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the error log file remotely. It was identified that geo ipc software could not be recognized, r cabinet exchanger was broken. The ethernet switch has been replaced and the system was returned to use in good working order.